Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. No unexpected insulin flow blocked alarm noted during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was received with scratched case, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose below 40 mg/dl at the time of the incident. The customer was using a competitor's sensor that showed they have been having severe lows. The customer was at 184 mg/dl at the time of the call. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported getting insulin flow blocked alarms while trying to bolus. The insulin pump will be returned for analysis.